Manufacturer narrative:
A ge svc rep checked and found that the x-ray controller board and the interconnect cable were broken. The x-ray controller board and the interconnect cable were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported continuous fluoro on the 9800 sys. No pt injury was reported.